Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-oct-2017. The most recent information was received on 07-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic and painful menstruations"), dysmenorrhoea ("hemorrhagic and painful menstruations"), migraine ("migraine"), fatigue ("fatigue / chronic fatigue"), loss of libido ("loss of libido"), arthralgia ("joint pain"), back pain ("lumbago"), sciatica ("sciatica"), mood swings ("mood swings"), headache ("headaches"), amnesia ("memory loss") and affective disorder ("mood disorder") and was found to have blood pressure decreased ("drop in blood pressure"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, fatigue, blood pressure decreased, loss of libido, arthralgia, back pain, sciatica, mood swings, headache, amnesia and affective disorder outcome was unknown. The reporter provided no causality assessment for affective disorder, amnesia, arthralgia, back pain, blood pressure decreased, dysmenorrhoea, fatigue, headache, loss of libido, menorrhagia, migraine, mood swings, pelvic pain and sciatica with essure. The reporter commented: investigation for allergies, CT scan, and ultrasounds were being performed. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2019: data transference from duplicate case (B)(4). Essure removal was added. The events ¿mood disorders¿ and ¿headaches¿ were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.